Event description:
It was reported that during a da vinci surgical procedure, it was noted that the cable on the mega needle driver instrument was broken. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable is broken at the distal clevis hub. The cable segment sticks out at the wrist. The distal clevis hub does not exhibit any wear. The other cables at the wrist are not damaged. Failure analysis investigation also found that the distal end of main tube has various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable, and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.